Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd needle eclipse s/t safety shield broke off. The following information was provided by the initial reporter: I don't know if I've come to the right place, but I have a complaint about the 23g delivery needles. We are now vaccinating the flu on a large scale and the safety cap has already been broken about 7 times when the needle is capped. I thought it would be good to report this. I discussed this with colleagues who administered vaccines at the amc location. They also confirmed that the safety cap came off the needle a few times when the needle was being clicked into place. They also did not keep any samples but immediately disposed of them in the needle container.

Event description:
(B)(6) 2024: I discussed this with colleagues who administered vaccines at the (B)(6) location. They also confirmed that the safety cap came off the needle a few times when the needle was being clicked into place. They also did not keep any samples but immediately disposed of them in the needle container. Please confirm that there was no patient/hcp/user harm related to the reported event ¿ no one was harmed with using this needle¿s.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2409008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation by our investigative team. The retained samples were examined and no signs of defect were observed with the safety mechanisms. It was possible to activate each safety mechanism by following the instructions for use. At this time, an exact cause related to the manufacturing process could not be determined for this incident. If the affected sample becomes available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. Each lot produced is tested prior to release for safety shield activation. During the assembly process, a system inspects all product to ensure proper opening and activating of the safety shield, with any defective product rejected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.